Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: b5, e1(occupation), h6(clinical, impact code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that no blood had entered the pim. Multiple "iab catheter restriction" alarms were confirmed in the logs. The fse replaced the top lcd display due to a single vertical line on the left side of the screen. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for use.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had a blood back issue as blood came through the tubing. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6).

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had a blood back issue as blood came through the tubing.